Manufacturer narrative:
Details of complaint: the customer reported that the touchscreen on this bedside monitor (bsm) stopped working. The customer rebooted the bsm to resolve the issue. There was no patient injury reported. Investigation summary: the device logs were reviewed; however, the reported issue could not be confirmed. A definitive root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/05/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/19/2025 I called phillip to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for phillip to call me back with this information. Attempt # 3: 12/03/2025 I called phillip to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for phillip to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.

Event description:
Tthe customer reported that the touchscreen on this bedside monitor (bsm) stopped working. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the touchscreen on this bedside monitor (bsm) stopped working. The customer rebooted the bsm to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: mm/dd/yyyy. Attempt # 3: mm/dd/yyyy.

Event description:
The customer reported that the touchscreen on this bedside monitor (bsm) stopped working. There was no patient injury reported.